Event description:
Upon cleaning vascular ultrasound probe, blood noted on probe under probe cover. Upon further exam, probe cover was removed and filled with saline to show there was a tiny hole on the probe cover where a seam was. Md aware; patient given dose of antibiotics.

Manufacturer narrative:
The following elements have blank data.

Event description:
Upon cleaning vascular ultrasound probe, blood noted on probe under probe cover. Upon further exam, probe cover was removed and filled with saline to show there was a tiny hole on the probe cover where a seam was. Md aware; patient given dose of antibiotics.